Event description:
Additional information received reported that the patient had poor compliance and difficulty charging his device. The manufacturer representative instructed the patient again in the proper manner of charging his device in order to maintain stimulation.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had felt stimulation a week ago, but was currently unable to adjust stimulation. His patient programmer would not turn on and his recharger was unable to connect to the neurostimulator, even after using the antenna locate feature. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3777-45, serial# (B)(4), implanted: (B)(6) 2008, explanted: na; extension model 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: na; plug model 3550-29, lot# n144484, implanted: (B)(6) 2008, explanted: na; programmer model 37743, serial# (B)(4); recharger model 37752, serial#(B)(4).